Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient noticed the cgm was giving inaccurate readings. He attempted to calibrate the sensor but option was not available. As a result, the patient stated that the insulin pump released a large amount of insulin and the patient became unconscious. A family member found the patient unconscious and called an ambulance. The patient regained consciousness at the hospital. The hospital staff had removed the sensor from the patient¿s body and tried to insert a new one but that one also provided inaccurate readings. The patient was treated with an IV glucose drip. The patient was discharged from the hospital on (B)(6) 2024. At the time of the report, the patient was in stable condition. There were no reported glucose values available to search within the parkes error grid calculator. No data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.